Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 and pocket b3 was failing. The user attempted to recover storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooting by itself when users were performing inventory counts. A field service engineer (fse) verified the power supply diagnostics, cables, database size, and c drive, all of which were within normal limits. Sql logs showed minimal errors, and the system was configured to a high-performance power plan for improved stability. Rss diagnostics identified repeated failures on half height drawer 2.2, and the fse replaced the module and control boards due to high unit usage. Dism health restoration was completed successfully, and a damaged position sensor cable was replaced. The system functioned as intended after the field service engineer repaired the device.